Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number and device manufacture date: the device lot number provided by the reporter in the initial report was incorrect (4195). Therefore, the manufacture date documented as mar 31, 2010 was also incorrect. During subsequent follow-up with the customer, the correct lot number was provided as 4297. The device manufacture date has been updated to sep 27, 2010 to reflect the change. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not confirmed. However, during evaluation it was observed that the device failed the oscillation frequency test. It was further discovered that the electronic motor was heating up and electronic control module had damaged wires. The assignable root cause was determined to be due to wear on internal electronic and mechanical components from repeated sterilization and normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total joint surgical procedure, it was discovered that the battery oscillator device motor was dying slowly. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.